Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and all parts conformed to specification at the time of release to warehouse. The locking cap assembly exhibits visually obvious damage to the dovetail feature and locking tab of the locking cap body component, 04.620.000.1. There are nicks and scratches on the t25 face of the set screw. The pre-set torque indication band has been broken per visual. All described nonconformities would be post manufacturing. Ti pangea locking cap performed as designed, no relevance to non-union and bilateral broken rods.

Event description:
Legacy depuy consultant reported patient with multiple prior spine surgeries from t10-illium was returned to o.r for revision of depuy hardware. He also reported that the depuy hardware was implanted in (B)(6) 2012 for replacement of legacy synthes rods. The synthes rods, reportedly two 6mm pangea rods, eight screws and eight locking caps were removed on (B)(6) 2012 because x-rays on unknown date revealed non-union and bilateral broken rods at l3-l4. Patient revised to cocr rods from l3 to pelvis, with side to side connectors to link old rods more cranially. Patient was returned to o.r on (B)(6) 2012 after x-rays showed connectors slid from original position after implantation. Surgeon removed 2 connectors, rod segments and synthes screws to allow replacement with larger depuy screws. Patient was also revised to cocr rods for the entire construct, from t10 to the pelvis, without connectors. This is 13 of 18 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information regarding the complained parts was obtained on 02/04/2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. As stated in the complaint description, it is possible that the rods broke due to the non-fusion. It is unable to be determined if the cause of these breakages was due to improper implant usage, patient activity level, and/or stresses imposed on the implant by the surgeon or patient. The rod design and materials were reviewed and are adequate for the devices intended use. The connectors that migrated post-operatively were not returned for evaluation.

Event description:
This report is #13 of 18 for complaint (B)(4).